Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 70% stenosed proximal left anterior descending artery. During advancement of a balance middleweight (bmw) universal guide wire resistance was felt and then it felt as if the guide wire stuck distally. As the guide wire was being removed, it separated. Another guide wire was used in an attempt to retrieve the separated tip but was unsuccessful. Two days later the patient returned to the cath lab and another attempt was made to remove the tip but it could not be removed. The patient was taken to surgery and the tip was removed by making an incision in the vessel after which the patient underwent coronary artery bypass graft (CABG). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the images are consistent with guide wire tip fragment in the left coronary vessel. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.